Event description:
Additional information received from the customer reported the date and when the customer observed the tip wire breakage was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the forceps wire was frayed. In addition, evaluation found water tightness was not maintained due to perforation of the forceps channel, the bending angle was insufficient and there was play of the angle knob due to elongation of the angle wire, the image was stained, the curved pipe may fall down, the curved rubber adhesive part was missing, the tip body adhesion part was discolored, the operation part was discolored, the electrical connector had water coverage, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the tip wire of the evis lucera duodenovideoscope was broken and cut. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive part of the lighting lens had come off. The report is being submitted due to lens adhesive came off found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.